Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that patient (B)(6) underwent a revision surgery 10 years after primary study surgery due to glenoid component loosening. (Patient noticed worsening pain since (B)(6) 2021 and CT scan shows severe lucency and bone loss surrounding the glenoid component and a non displaced acromion fracture). The glenoid component was removed and bone grafted.

Event description:
It was reported that patient (B)(6) underwent a revision surgery 10 years after primary study surgery due to glenoid component loosening. (Patient noticed worsening pain since (B)(6) 2021 and CT scan shows severe lucency and bone loss surrounding the glenoid component and a non displaced acromion fracture). The glenoid component was removed and bone grafted.

Manufacturer narrative:
Despite the device was not returned, the x-rays provided confirm the loosening of the device. This conclusion was verified by a medical expert upon review of the patient's case documentation. The opinion of the medical expert state as following: "there are no specific factors that attribute to the reported event. The polyethylene glenoid component has served its estimated lifetime of 10 years. In this case, progressive degeneration of the rotator cuff may have played a role, although this cannot be assessed with certainty from the information at hand. So, there are no specific causes that can be determined from the information available, and that the device has served its expected lifetime." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.